Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the stylet was cut and left in the catheter during the procedure was confirmed and determined to be use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter was received with the two-piece connector attached and assembled to the proximal end of the catheter. The catheter extended 56cm from the distal tip of the strain relief oversleeve. A suture wing was positioned over the 36 and 37 cm depth mark. The stylet wire was visible within the lumen. The distal tip of the stylet was protruding 2.2cm from the valve. A functional test revealed a leak at the 53cm depth mark, which coincided with the cut end of the stylet. Stylet removal is contained in the insertion instructions and precedes modification of catheter length. Since the insertion instructions were not followed, the cause of the damage was determined to be use related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the operator completed the placement procedure without removing the stylet from the catheter and it was left inside of the patient; this caused the catheter to leak. They removed the catheter from the patient. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device, not yet returned.

Event description:
It was reported that the operator completed the placement procedure without removing the stylet from the catheter and it was left inside of the patient; this caused the catheter to leak. They removed the catheter from the patient. No patient harm reported.